Manufacturer narrative:
E1 phone number:(B)(6). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that after the doctor replaced the pressure sensor kit, a leakage was found in the connecting tube, so a new pressure sensor kit was immediately replaced for the patient.